Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. The device was also received with cracked case display window corners extended to battery tube threads, scratched display window and case and stripped coin slot battery cap. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unresponsive act and down arrow buttons. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.